Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation when she sat down or coughed. She was feeling stimulation from her system. The pt was undergoing a neurostimulation trial. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.